Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6, h10. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 2 openings assessed as surgical damage. No other observations observed.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Event description:
Device has been explanted.